Manufacturer narrative:
The customer did not provided the requested calibration or qc data. No further information was provided by the customer for investigation. The cause of the event could not be determined.

Manufacturer narrative:
The investigation is ongoing. This event occurred in (B)(6). Phone was provided as (B)(6).

Event description:
The initial reporter received a questionable elecsys ferritin results for one patient from the cobas 4000 c311 analyzer. The initial result was 381 ng/ml. The repeat result on a cobas e601 analyzer was 833 ng/ml the questionable result was not reported outside of the laboratory. The reagent lot number and expiration date were requested but were not provided.